Event description:
New information received notes that the lead was capped and replaced. Patient was stable post procedure.

Event description:
It is reported that when the non-pacemaker dependent patient presented for routine follow-up, high capture threshold and high, out of range pacing lead impedance were noted. No patient symptoms were reported. The patient was going to see an unnamed physician in a different area. No further information is available.